Manufacturer narrative:
Olympus followed-up with the user facility to obtain add'l info regarding the reported event, however, no add'l detailed info regarding the reported event was provided. The device referenced in this report was returned to olympus for eval. The eval found the red protection tube sheath and the contact pin were completely withdrawn from the stabilizing tube and damaged. The reported phenomenon was attributed to physical damage due to handling. The subject device will be forwarded to the original equipment MFR (OEM) for further investigation. If significant add'l info is received, this report shall be updated. This report is in reference to uf/importer report # (B)(6). This report is being submitted as an MDR in an abundance of caution. Olympus america inc is filing mdrs on behalf of gyrus acmi and olympus (B)(4). Gyrus acmi registration numbers (B)(4). (B)(4).

Event description:
Olympus received a medwatch report, which stated: "one hour into this transuretheral resection (tur), the error code alarmed on the olympus bipolar machine. The surgeon tried troubleshooting, then took the scope apart and noticed the loop had come apart. The red part from the metal loop. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Device malfunction - that is, the device did not do what it was supposed to do."